Event description:
External ventricular drain (evd) tubing pulled out from the stopcock. The tubing is cemented into the stopcock connector and should not pull out. This tubing is part of an external drainage and monitoring system that is put on the patient inside the surgical suite. This event took place in our picu. It is not known how long the device was in use before failure occurred. Nurse who reported this event stated that the patient, a very young child, was being held in the mother's arms at bedside when the tubing pulled out. I asked if she was moving around or was there any evidence of the tubing getting hooked on something that put undo tension on it. The nurse said she did not see a reason for this to happen.